Event description:
On (B)(6) 2012, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. Non-gore bare metal stents (luminexx) were implanted to reline bilateral legs. During the procedure, a type ii endoleak was noted. The patient tolerated the procedure. On (B)(6) 2021, a proximal type I endoleak was suspected, so an aortic extender endoprosthesis was deployed to extend the device proximally. (This was reported on MFR report # 2017233-2021-02391). On (B)(6) 2021, the patient underwent reintervention whereby an aortic extender endoprosthesis was additionally deployed to prevent a proximal type I endoleak. The patient tolerated the procedure.